Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during a laser lithotripsy procedure in the ureter performed on (B)(6) 2014. According to the complainant, during the procedure, the laser fiber connector overheated and the nurse could not remove it with her bare hands. It was reported that no injury occurred to the nurse or physician. The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be under 18 years old. Reported event of fiber connector overheats. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Given the event description, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.